Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and did not open. A field service engineer found that the main drawer opened but did not register its position to recover the cubie. The engineer checked for damage or debris, inspected cables and connections, and removed and replaced the position sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.